Event description:
Device appears to be oversensing on the atrial lead at times resulting in false detection of at/af. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).